Event description:
It was reported that the device was explanted after implant duration of less than 1 month, due to mitral regurgitation. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information received. A device history record review is currently in process. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On 05/12/2009, the patient's permanent implant ID card was returned to implant patient registry with notations made by the surgeon's office. It was indicated that the ring was explanted and replaced three days later, indicating -- ring (leaked). The operative report along with the surgeon's notes and response were received three days later. The surgeon's response indicated that he did not feel the reason for explant was device related. In our review of the operative report, it was stated "the mitral valve had a small central leak on testing in the operating room under direct visualization. There was some fibrinous material on the annulus and near the annulus on the valve leaflets and near the annuloplasty ring. This was removed and sent for pathologic examination and for cultures. Gram stains from the operating room were negative for organism. Tee at the end of the case demonstrated the patient to continue global hypokinesis. There was no asd present. There was moderate tricuspid insufficiency." After review of the operative report, this was determined to remain a reportable event per edwards lifesciences procedures. No additional information has been provided or is available.